Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to poor pacing threshold and the helix extension and retraction was performed approximately five times. The lead was then removed and visual inspection showed tissue adhered to the helix and deformed helix. A new lead was implanted. No adverse patient effects were reported. The lead was returned for analysis.